Event description:
Catheters from this lot kinked during use in diagnostic cardiology procedures. There were no reported injuries to any of the pt involved. Note: these incidents occurred with the right coronary catheters from these kits.